Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was capped due to chronically high thresholds. The lead was replaced. No additional adverse patient effects were reported.